Event description:
Facility had a pt that had had breast implants several yrs ago in another city by another surgeon who had her implatns removed at this facility by her new surgeon. Dr believed the implants were ruptured and upon removal they were. The remaining parts of the implants were sent to the lab along with the capsular tissue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.